Event description:
The hcp reported the pt had been experiencing a loss of efficacy. A volume discrepancy was discovered-expected reservoir volume 11.2ml and actual of 14.5ml. A cap dye study was done and reported as negative. A roller study demonstrated a stalled roller.